Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. Device not returned at this time.

Event description:
Edwards received notification from our affiliate in canada. As reported during the device preparation, once the sterile package open, the esheath had visible liquid and an air bubble in the side port tubing. These events all happened straight out of the sterile package, therefore the device was not touched prior. The device was discarded and replaced by new items. The procedure was successful and no harm came to the patient.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: sheath liner unexpanded and distal tip unopened. A liquid substance was found inside the flush port. Isolation of the fluid was attempted but the fluid was unable to be collected. Therefore, due to insufficient liquid, further testing such as ftir was unable to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of liquid in the side port tubing was confirmed through visual examination and review of the provided imagery . A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies . As reported, ''the esheath present visible liquid and an air bubble in the side port tubing right (...) These events all happened straight out of the sterile package therefore nobody had touched them prior''. During sheath packaging, liquid silicone is injected in between the valves and inside the cross slit of the most proximal valve. If excessive silicone is applied, it is possible that some silicone can migrate and accumulate in the flush tube. However, as the fluid was unable to be tested and identified, a definitive root cause was unable to be determined. However, an awareness communication was performed as a precautionary measure. No further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.